Event description:
During preparation for a coronary drug eluting stenting procedure, the taxus express2 2.75 x 24mm stent was kinked. This device did not enter the pt's body. The procedure was completed suring another taxus express2 2.75 x 24mm stnet. There were no pt complications reported. The pt condition is listed as "kok".